Manufacturer narrative:
Results: the embolization coil had offset coil winds and kinks on its proximal end. The pusher assembly was kinked in multiple locations along its length. Conclusions: evaluation of the returned smart coil revealed embolization coil damage on its proximal end. During functional testing, the device was able to be advanced into a demonstration catheter initially but not subsequent attempts. The embolization coil became damage further during these attempts and likely contributed to the eventual inability to advance the embolization coil into the demonstration catheter. The initial coil damage was likely a result of the introducer sheath not being properly aligned in the hub prior to advancement. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the transverse sinus using penumbra smart coils (smart coils). During the procedure, the physician successfully placed nine coils using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance a smart coil into the hub of the microcatheter, and it became stuck. Therefore the smart coil was removed and the procedure was completed using additional coils. There was no report of an adverse effect to the patient.